Event description:
It was reported that 2 pressure rated ext set bonded ss 8.5 were clogged. The following information was provided by the initial reporter: "it was reported by customer that they have 2 sets that did not flush or draw back fluids."

Manufacturer narrative:
H6: investigation summary: a device history record review for model 22003e -07 lot number 20119637 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However, in this instance no device problem was found.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used as a default.

Event description:
It was reported that 2 pressure rated ext set bonded ss 8.5 were clogged. The following information was provided by the initial reporter: "it was reported by customer that they have 2 sets that did not flush or draw back fluids. "